Event description:
Customer alleges poor precision with inratio meter. Dates: (B)(6) 2012, 1st inratio: 1.0, 2nd inratio: (B)(6) 2012, 1.3; (B)(6) 2012, 1.9, 4.2; (B)(6) 2012, 6.5, 5.9. Less than two hours between tests. Patient self tester's therapeutic range is 2.0-3.0. Follow-up by technical support on (B)(6) 2012: doctor had adjusted patient's dosage down; last time they tested patient's inr was 3.2.

Manufacturer narrative:
Case was submitted to medical advisor for review. Medical advisor determined that the inratio product did not contribute to the dose adjustment reported in this case. Investigation: inratio precision data provided by end-user lot: dates: (B)(6) 2012; inratio results: 1.9, 4.2; mean: 3.05; sd: 1.63; %cv: 53.32; 02/14/2012; 6.5, 5.9; 6.20; 0.42; 6.84. Since % cv is more than 20%, testing failed the criteria for precision. Additional investigation is required. Inratio results from other dates were excluded from data analysis because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. No product associated with the complaint is expected for return. Retain strip testing conducted on (B)(4) 2012 with lot #271135 met accuracy and precision criteria. Test results are as follows: donor 188 = 1.9, 1.5, 1.7 inr; donor 189 = 4.0, 3.6, 3.6 inr. At least two out of three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 188 (1.71 inr) and donor 189 (3.65 inr), respectively. In-house test results have 11.76% and 6.19%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: twenty one (21) discrepant result complaints were reported for lot #271135 yielding a complaint rate of (B)(4). This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established.